Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The returned device is a cuffless product. Therefore it is not possible to have a cuff leak issue. No analysis was performed since the customer reported leak cuff and the product 4dcfs is cuffless. If additional information related with the failure observed by the customer is received, this investigation will be reviewed. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated during use in the shower the cuff on the patient's tracheostomy tube leaked. There was no harm reported. There was no report of any intervention (reintubation) performed. Additional information has been requested.